Event description:
Healthcare professional reported a right side rupture, diagnosed by ultrasound and confirmed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code: (B)(4). Continued partial date of birth: 1980 (year only provided). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture, diagnosed by ultrasound and confirmed by MRI. The device has been explanted and replaced.